Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rate drop response on the implantable pulse generator (ipg) kicked in without a drastic drop in heart rate. It was determined that this is in response to managed ventricular pacing pause suppression settings. Reprogramming the parameters of the rate drop response was discussed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.